Event description:
Received voluntary medwatch form on 11/17/97 stating user experienced an allergic reaction while unpackaging blood pressure cuffs. She developed trouble breathing, rashes, and wheezing. User diagnosed as being latex sensitive after having skin test done. User used albuteral inhaler, sq epinephrine and oral prednisone. Pt is fine with no sequela.